Manufacturer narrative:
The tech found the caster was worn. He replaced the left foot brake caster to repair the bed.

Event description:
Info received indicates the left foot brake caster continues to ratchet when the stretcher is pushed laterally and the brake is on.